Event description:
The customer reported that while the iabp was in use on a pt, the iabp had an "electrical test fail - code 119". The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. A supplemental medwatch report will be submitted when the eval result becomes available. (B)(4).